Event description:
It was reported that pump displayed altitude alarm on a previous day. There was no adverse impact to the customer¿s blood glucose level. Customer¿s insulin delivery was not suspended, cartridge did not need to be replaced, and customer was able to resume insulin with original cartridge after receiving and acknowledging tips from technical support on preventing future altitude alarms.